Event description:
The reporter called regarding recell go skin graft device by manufacturer avita. The reporter mentioned the device is not working properly. One of the consumer had to undergo pain due to device malfunction which may lead to risk for infection. The reporter has contacted the manufacturer but has not received any positive response regarding to recall the device. The device is returned to the manufacturer.